Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09109. It was reported the pt (B)(6) experienced a heating sensation at the ipg site due to charging. The pt chargers every 4-5 days due to high settings and continuous use of stimulation. The pt has experienced heating while charging 4 times in the last 30 days. The physician evaluated the pt and ruled out an infection. There is no intervention planned at this time.